Manufacturer narrative:
Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum, or if there is systolic anterior motion of the anterior mitral leaflet (sam). Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Depending on the degree of obstruction, cardiac output, pressure gradient and hemodynamic stability may be affected. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors as described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient died from a complication of a left ventricular outflow tract (lvot) obstruction two days post implant of a 26 mm sapien 3 valve in the mitral position. After deployment of the valve, the lvot was obstructed with the native leaflet. A balloon valvuloplasty with a 14 mm balloon catheter was performed and the mean gradient decreased from 100 mmhg to 40 mmhg. The patient left the room in stable condition. Post operatively the patient was treated again with an additional bav with a 20 mm balloon and the gradients improved. There was no valve malfunction reported. Per report, the patient expired due to the obstruction of the lvot. In addition, the valve was reported as in good position and was functioning properly.